Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, hemostasis sheath, guidewire and sealed poly foil pouch were returned. Visual inspection revealed that there were no outward signs of damage or deformations noted with locator, sheath and guidewire. The tip of the sheath was examined under the microscope and no signs of damage or kink were observed. There was a film of yellow residue present. No other visual anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened; a kink was confirmed in the tip of the sheath. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported device.